Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare professional reported "breast pain & discomfort" doctor's note includes some "dense but normal breast parenchyma (l) 30 ilock 30 mm hematoma, nodule 30 ilock (r) extracapsule silicone breast silicon also (illegible word) (r), intracapsular rupture on (l) silicon adenitis of both axillae." Left side. Device has been explanted.

Event description:
Healthcare professional reported "breast pain & discomfort" doctor's note includes some "dense but normal breast parenchyma (l) 30 ilock 30 mm hematoma, nodule 30 ilock (r) extracapsule silicone breast silicon also (illegible word) (r), intracapsular rupture on (l) silicon adenitis of both axillae." Left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening extended and yellow particles on the shell. A visual and microscopic analysis was performed which identified: sharp opening on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.